Manufacturer narrative:
Product complaint # (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the anterior approach modular stem inserted was found to be broken during inspection in sterile processing department. Product was not broken at time of surgery.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.